Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead showed undefined pacing impedance values during an in-office vector express test. It was suspected there may have been lack of contact between rings for lv2, lv3 and lv4 and the cardiac resynchronization therapy defibrillator (crt-d) header. No clinical actions are being taken at this time and the lv lead and device remain in use. No patientcomplications have been reported as a result of this event.